Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: visual inspection of the pump found that the display screen had a large ink spot on the bottom left corner, the keypad cover was peeling off, the bolus button cover was missing, and the battery compartment was cracked from the threads to the case seal. No battery cap was returned; a test cap was inserted and the pump powered on appropriately and the ink spot remained covering a portion of the ¿verify screen¿. The keypad buttons were tested and were found to be unresponsive to button presses. The keypad was removed and the keypad flex was found to be broken.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found ink spots on the display screen, the keypad buttons were unresponsive, and the battery compartment was cracked. This report is made based on the results of evaluation completed 07/13/2015.